Manufacturer narrative:
We have requested copies of the device logs and information relative to the reported case, which is currently under investigation.

Event description:
Draeger medical systems has received information from a customer that while monitoring a patient's sp02 using our gamma bedside patient monitor that the monitor periodically resets itself. During the reinitialization of the monitor, the sp02 values are not displayed. The customer has expressed concern over this condition while an anaesthetized patient is being monitored for sp02. Initial report.